Event description:
The customer contact reported an unrequested bolus dose was delivered. No specific patient information, pump programming, or event details were provided. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not complete.